Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Revision operative report- postoperative diagnosis: failed left total knee replacement. Patient had developed progressive pain and instability. Found what was felt to be collateral ligament laxity in mid flexion with associated effusion. No signs of infection. Findings: moderate to large amount of normal-appearing joint fluid. Diffuse synovial hypertrophy with significant polyethylene wear on the patellar surface, as well as the intercondylar spine of the tibial insert. Components were well fixed. Small area of contained osteolysis, primarily on the lateral femoral condyle. The patient was revised to exactech devices. The patient tolerated the procedure well with no complications. The patient progressed well and was discharged home in stable condition with no complications. There is no additional information available.

Manufacturer narrative:
H10. Related: MFR #1038671-2024-01417 report 1 of 2. H11. Additional manufacturer narrative- report 2 of 2. D10. Concomitants: sn (B)(6), 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t, sn (B)(6), 02-010-01-0250 - logic femoral ps cem left sz 5, sn (B)(6), 204-70-00 - tibial stem ext. Screw, sn (B)(6), 204-34-02 - fluted stem extension 25l x 14 mm, sn (B)(6), 02-012-35-5009 - logic tibia ps mod insrt sz 5 9mm. These devices are used for treatment not diagnosis. There is no additional information available. Pending investigation.